Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2015 (0.17kohm) and (B)(6) 2016 (0.83kohms). On the (B)(6) 2016 follow-up, the battery impedance was 4.13kohms. Prelminary analysis of the programmer files could not explain the unexpected battery impedance evolution. The device will be explanted and should be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2015 (0.17kohm) and (B)(6) 2016 (0.83kohms). On the (B)(6) 2016 follow-up, the battery impedance was 4.13kohms. Prelminary analysis of the programmer files could not explain the unexpected battery impedance evolution. The device will be explanted and should be returned for analysis.

Manufacturer narrative:
Manufacturer analysis did not show any evidence of battery failure.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2015 (0.17kohm) and (B)(6) 2016 (0.83kohms). On the (B)(6) 2016 follow-up, the battery impedance was 4.13kohms. Prelminary analysis of the programmer files could not explain the unexpected battery impedance evolution. The device will be explanted and should be returned for analysis.